Event description:
It was reported that the implantable pulse generator (ipg) was completely depleted and there was no magnet response and no capture. It was noted that the patient had not been checked for four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).